Manufacturer narrative:
The insulin pump had an unresponsive escape button due to corroded keypad traces. The functional testing could not be performed due to the unresponsive buttons. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had alarmed motor error. Customer's blood glucose was 184 mg/dl. The device is returning for analysis.